Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old hispanic female who underwent an unspecified breast surgery with a mentor artoura plus, smooth, high profile, 475cc saline expander experienced left-sided: (no information available), post procedure. As a result, patient replaced the device with l) ref # sdc130h sn (B)(4) on (B)(6) 2023.

Manufacturer narrative:
Additional information received on may 09, 2023 indicated that the patient experienced left sided hematoma. The 200cc of blood clot was removed. Manufacturer¿s reference number: (B)(4).